Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found the left and right plunger cases damaged. Upon review of the event history log, check clutch/ plunger lever error was noted. Device underwent motor drive and occlusion operational testing; confirming reported customer complaint. Problem source was found to be normal wear and tear, as drive train components is over 10 years old.

Event description:
Information was received that device is failing drive train test. No patient injury resulted.